Manufacturer narrative:
Zimvie complaint number: (B)(4). G4: additional PMA/510(k) number ¿ k011028 / k013227. Product has been received by zimvie and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the implant at tooth location #29 had stripped threads. The implant engaged in the osteotomy & then the driver failed to effectively deliver the implant. Had to remove with other tooling as no implant driver would engage the implant. The cover screw also would not engage. Attempted a 2nd implant, however there was too much bone loss from removal of the 1st implant.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation codes were added: 4109, 4111 and 3331. H6: investigation findings code was added: 180. H6: investigation conclusions code was added: 4307. H10: narrative/data was updated. Zimvie received the reported implant for evaluation. Visual evaluation of the as returned device identified the implant with signs of use, and the implant's drive feature was observed damaged. The implant's internal threads were not damaged. During a functional test, an in-house mount was used to verified the implant's internal threads were not damaged. DHR review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. Based on the investigation and risk management file review, the most likely root cause determined from the investigation is incorrect techniques used - customer error. Therefore, based on the available information, and functional test, device malfunction did occur. The reported event (damaged drive feature) was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.